Manufacturer narrative:
All available information was investigated, the reported poor imaging was due to challenging patient anatomy. A definitive cause for the patient effects of hypotension, pericardial effusion, tachycardia and EKG/ECG changes could not be determined. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. He patient effect of hypotension, pericardial effusion, tachycardia and EKG/ECG changes as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional clip delivery system and the steerable guide catheter referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report during the procedure, when the clip delivery system was removed a pericardial effusion was noted. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Imaging was difficult as the patient's heart was sitting on the right side of the chest and was rotated. The transseptal puncture was high and in the thick part of the septum. An interatrial hematoma was forming. There was no treatment for the hematoma required. However, the hematoma could have been caused either by the transseptal puncture or the steerable guide catheter (sgc) (90522u106) during insertion into the septum. The sgc was positioned and the first clip delivery system (cds) (90412u373) was advanced and positioned on the leaflet. Clip deployment was initiated, but the clip did not release from the delivery system. After some trouble shooting, the clip detached, and mr was improved, but remained at 4. During clip deployment, the sgc was pulled into the right atrium and could not be moved back into the left atrium, so the sgc was removed. A second transseptal puncture was performed and a second sgc and cds (90412u374) were inserted. The clip was successfully positioned and deployed without issues, reducing mr to 2; however, during clip positioning, the systolic blood pressure was more difficult to maintain, the heart rate increased, and EKG changes were noted. Medication was administered. After removal of the cds, the bp was 79/57 and a pericardial effusion was noted at the apex of the right ventricle. An angiogram was performed, and the coronary arteries were normal. There was no treatment done for the pericardial effusion. The patient was hemodynamically stable, and the decision was made to wait and observe the patient's condition. No additional information was provided.